Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after battery change. The customer's blood glucose was 194 mg/dl at the time of incident. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer reported that they had high blood glucose of 578 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The insulin pump will not be returned for analysis.